Manufacturer narrative:
H6: investigation summary: bd received a used 20 gauge nexiva single port device from lot 3116950 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was partially retracted. Next, the engineer disassembled the device to try to identify the cause of the partial retraction. Upon examining the washer, the engineer found that it did not move freely, indicating that there was interference between the needle and washer. When, the needle was pushed forward, the engineer found that the washer moved freely again. This showed that the interference was likely caused by a segment of the needle. The needle was further inspected microscopically and a dent was observed on the needle's surface. This dent caused a deformation in the circumferential shape of the needle causing it to catch when attempting to retract it. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused by a dent on the needle's surface.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle disengagement difficult. The following information was provided by the initial reporter: we have end users reporting that item 3116950 20gax1.25in needle will not retract when placing an IV on a patient. The most recent incident caused the patient to have to be stuck twice to place and IV. The defective item has been saved and can be sent in for investigation if needed. Please send a shipping label and return instructions.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle disengagement difficult. The following information was provided by the initial reporter: we have end users reporting that item 3116950 20gax1.25in needle will not retract when placing an IV on a patient. The most recent incident caused the patient to have to be stuck twice to place and IV. The defective item has been saved and can be sent in for investigation if needed. Please send a shipping label and return instructions.